Event description:
The rptr did meter to hcp meter comparison tests. The rptr's am meter reading was 112 mg/dl, and 30 minutes later, rptr's dr's meter (type unknown) read 171 mg/dl. The rptr did not have any symptoms. A control solution test was high, out of range, 142 (93-139). A retest using new test strips, same control solution, was in range, 133 (93-139). A retest using new test strips, same control solution, was in range, 133 (93-139). On followup, the reporter stated that the rptr checks the confirmation dot for enough blood. No harm was alleged.